Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing noise on recorded episodes. The patient will be brought to clinic to confirm if the noise on the recorded episodes are from a lead issue or simply oversensing due to unipolar programming which was changed in error in the previous visit and exhibited as a polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.